Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg will not go into MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2024 to address the issue. However, during the surgical procedure the patient coded right after the incision was made and the procedure was abandoned [related manufacturer report number: 3006705815-2024-01719]. The patient is now stable, and they were transported to ICU. Surgical intervention may be undertaken at a later date to address the issue of the ipg not going into MRI mode.